Event description:
This unsolicited device case from united states was received on 25-may-2016 from a physician. This case involves a (B)(6) female patient who received treatment with synvisc one on (B)(6) 2016 and later had swollen knee, hot knee, knee aspirated and pain. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/lot number and expiration date: not provided) in the left knee. On (B)(6) 2016, the patient had to be brought back in due to a swollen and hot knee and had to be aspirated. The same day, the doctor gave her corticosteroid to help reduce the swelling and the pain. On (B)(6) 2016, the patient had to be brought back in again due to a swollen, hot knee and had to be aspirated both times again. On (B)(6) 2016, the patient was given a medrol dose pack. It was reported that the patient was still in pain. Corrective treatment: corticosteroid, medrol dose pack for all events. Outcome: not recovered/ not resolved for pain; unknown for other events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events.

Event description:
This unsolicited case from united states was received on 25-may-2016 from a physician. This case involves a (B)(6) female patient who received treatment with synvisc one on (B)(6) 2016 and later after 2 days had swollen knee, hot knee, knee aspirated/50 cc of cloudy fluid aspirated, experienced pain/left knee was sore and painful and left knee was stiff. Also after few days experienced erythema in knee. The patient's medical history and past drugs was not provided. Patient was allergic to nitrofurantoin (macrobid) and cefuroxime axetil and developed hives. Concomitant medications included lorazepam (ativan), escitalopram oxalate (escitalopram), estradiol and metoprolol tartrate (metoprolol). On (B)(6) 2016, at 10:00 am, the patient received treatment with intra-articular synvisc one injection, 1 dosage form, once (batch/lot number: 5rse044 and expiration date: oct-2018) in the left knee for left knee osteoarthritis. On (B)(6) 2016, 2 days after receiving injection, the patient had to be brought back in due to a swollen knee. On the same day, 2 days after receiving injection, patient's left knee was stiff, sore and painful. It was reported that 50 cc of bloody, cloudy fluid was aspirated from knee (latency: 2 days) and knee was then injected with 1 cc of betamethasone acetate/betamethasone sodium phosphate (celestone soluspan) and 4 cc of lidocaine. Patient was also recommended naproxen (naprosyn) 500 mg and ice. On an unknown date in (B)(6) 2016, few days after receiving injection, patient's knee was hot. On (B)(6) 2016, the patient had to be brought back in again due to a swollen, hot knee and had to be aspirated both times again. On (B)(6) 2016, the patient was given a methylprednisolone (medrol) dose pack. The same day, patient's synovial fluid analysis was done and the cell count was 6400 (h), no crystals were seen and few while blood cells were seen. On an unknown date in (B)(6) 2016, few days after receiving injection, patient experienced erythema in knee. Corrective treatment: ice, methylprednisolone dose pack, betamethasone acetate/betamethasone sodium phosphate, naproxen and lidocaine for swollen knee, pain/left knee was sore and painful; betamethasone acetate/betamethasone sodium phosphate, methylprednisolone dose pack and ice for hot knee and left knee was stiff; betamethasone acetate/betamethasone sodium phosphate, methylprednisolone dose pack and aspiration for knee aspirated/50 cc of cloudy fluid aspirated and ice for erythema in knee. Outcome: unknown for erythema in knee and hot knee; recovered for all other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot #5rse044 expiration date (10/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse044 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Reporter's causality: erythema, swelling and effusion related to synvisc one seriousness criteria: required intervention for swollen knee, hot knee, knee aspirated/50 cc of cloudy fluid aspirated, pain/left knee was sore and painful and left knee was stiff additional information was received on 01-jun-2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 02-nov-2016 from physician. Patient's allergic history and concomitant medications were added. Additional events of erythema in knee and left knee was stiff were added along with details. The event term pain was updated to pain/left knee was sore and painful and knee aspirated was updated to knee aspirated/50 cc of cloudy fluid aspirated. Event onset date of pain/left knee was sore and painful, knee aspirated/50 cc of cloudy fluid aspirated and swollen knee was updated from may-2016 to 06-may-2016. Dose, indication, batch/lot number and expiration date of synvisc one was added. Laboratory test results were added. Corrective treatment for swollen knee, hot knee and knee aspirated/50 cc of cloudy fluid aspirated was updated. Outcome of pain/left knee was sore and painful was updated from not recovered to recovered and from unknown to recovered for knee aspirated/50 cc of cloudy fluid aspirated and swollen knee. Clinical course was updated and text was amended accordingly. Additional information was received on 11-nov-2016. Investigation summary with lot number was added. Text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 25-may-2016 from a physician. This case involves a (B)(6) female patient who received treatment with synvisc one on (B)(6) 2016 and later after 2 days had swollen knee, hot knee, knee aspirated/50 cc of cloudy fluid aspirated, experienced pain/left knee was sore and painful and left knee was stiff. Also after few days experienced erythema in knee. The patient's medical history and past drugs was not provided. Patient was allergic to nitrofurantoin (macrobid) and cefuroxime axetil and developed hives. Concomitant medications included lorazepam (ativan), escitalopram oxalate (escitalopram), estradiol and metoprolol tartrate (metoprolol). On (B)(6) 2016, at 10:00 am, the patient received treatment with intra-articular synvisc one injection, 1 dosage form, once (batch/lot number: 5rse044 and expiration date: oct-2018) in the left knee for left knee osteoarthritis. On (B)(6) 2016, 2 days after receiving injection, the patient had to be brought back in due to a swollen knee. On the same day, 2 days after receiving injection, patient's left knee was stiff, sore and painful. It was reported that 50 cc of bloody, cloudy fluid was aspirated from knee (latency: 2 days) and knee was then injected with 1 cc of betamethasone acetate/betamethasone sodium phosphate (celestone soluspan) and 4 cc of lidocaine. Patient was also recommended naproxen (naprosyn) 500 mg and ice. On an unknown date in (B)(6) 2016, few days after receiving injection, patient's knee was hot. On (B)(6) 2016, the patient had to be brought back in again due to a swollen, hot knee and had to be aspirated both times again. On (B)(6) 2016, the patient was given a methylprednisolone (medrol) dose pack. The same day, patient's synovial fluid analysis was done and the cell count was 6400 (h), no crystals were seen and few while blood cells were seen. On an unknown date in (B)(6) 2016, few days after receiving injection, patient experienced erythema in knee. Corrective treatment: ice, methylprednisolone dose pack, betamethasone acetate/betamethasone sodium phosphate, naproxen and lidocaine for swollen knee, pain/left knee was sore and painful; betamethasone acetate/betamethasone sodium phosphate, methylprednisolone dose pack and ice for hot knee and left knee was stiff; betamethasone acetate/betamethasone sodium phosphate, methylprednisolone dose pack and aspiration for knee aspirated/50 cc of cloudy fluid aspirated and ice for erythema in knee. Outcome: unknown for erythema in knee and hot knee; recovered for all other events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality: erythema, swelling and effusion related to synvisc one seriousness criteria: required intervention for swollen knee, hot knee, knee aspirated/50 cc of cloudy fluid aspirated, pain/left knee was sore and painful and left knee was stiff additional information was received on 01-jun-2016. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 02-nov-2016 from physician. Patient's allergic history and concomitant medications were added. Additional events of erythema in knee and left knee was stiff were added along with details. The event term pain was updated to pain/left knee was sore and painful and knee aspirated was updated to knee aspirated/50 cc of cloudy fluid aspirated. Event onset date of pain/left knee was sore and painful, knee aspirated/50 cc of cloudy fluid aspirated and swollen knee was updated from (B)(6) 2016. Dose, indication, batch/lot number and expiration date of synvisc one was added. Laboratory test results were added. Corrective treatment for swollen knee, hot knee and knee aspirated/50 cc of cloudy fluid aspirated was updated. Outcome of pain/left knee was sore and painful was updated from not recovered to recovered and from unknown to recovered for knee aspirated/50 cc of cloudy fluid aspirated and swollen knee. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 25-may-2016 from a physician. This case involves a (B)(6) years old female patient who received treatment with synvisc one on (B)(6)-2016 and later had swollen knee, hot knee, knee aspirated and pain. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. On (B)(6)-2016, the patient received treatment with intra-articular synvisc one injection once (dose, indication, batch/lot number and expiration date: not provided) in the left knee. On (B)(6)-2016, the patient had to be brought back in due to a swollen and hot knee and had to be aspirated. The same day, the doctor gave her corticosteroid to help reduce the swelling and the pain. On (B)(6)-2016, the patient had to be brought back in again due to a swollen, hot knee and had to be aspirated both times again. On (B)(6)-2016, the patient was given a medrol dose pack. It was reported that the patient was still in pain. Corrective treatment: corticosteroid, medrol dose pack for all events. Outcome: not recovered/ not resolved for pain; unknown for other events. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events additional information was received on 01-jun-2016. Global ptc number and ptc results were added. Text was amended accordingly.